Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the head end and the foot end are bowing out at the gearboxes.